Event description:
The patient required iabp therapy following ptca. They were intubated and in generally poor health. Two hours after insertion of the iab, blood was noted entering the helium tubing, since a balloon rupture was suspected, the iab was removed. Replacement was not required and there were no patient complications.